Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for a prostate procedure, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 30,641 joules. It was reported that no add'l fibers were used to complete the procedure. The pt outcome was reported as "okay."

Manufacturer narrative:
(B)(4): refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.